Event description:
Qualcare alarm was being used for resident at risk for falling. The alarm was attached from the bed to the resident and is designed with a detaching pin when the user reaches a point of extension. The resident transferred self from laying to standing position and fell, with the pin still engaged in the alarm with the alarm being pulled from the bed by force of resident's fall. The alarm did not sound as the pin was still engaged. Staff were unaware of resident's plight until resident was found on the floor by a passerby. The fall could have been prevented if the pin had disengaged. No injuries were sustained.